Event description:
The customer reported the scope had a blurry screen with error message. The issue was found during preparation for use and before the patient was in the procedure room. The event involved an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.